Event description:
Device report from depuy synthese reports an event in india as follows: it was reported that the plate broke while contouring on (B)(6) 2023. The event occurred preoperatively during internal service activities. There was no patient involvement. This report is for one (1) ti matrixmandible 7x23 angle recon pl right 2.5mm thick this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.503.740, lot: 65p8208, part manufacture date: 12 august 2020, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti matrixmandible 7x23 angle recon pl right 2.5mm thick product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Visual analysis of the returned sample revealed that the ti matrixmand 7x23 ang recon pl rt 2.5 [04.503.740/65p8208], was broken. The fragments were returned not for evaluation. No other problems identified. The matrixmandible¿ plating system surgical technique was reviewed. Following relevant statements were found. Short cut plate cutters place the selected plate into the slot in one of the cutters and slide it until the bar between the plate holes is wedged into the slot. Place the flat face of the second short cut against the flat face of the first with its slot positioned over the plate. Slide this cutter in the direction of the plate until it also wedges against the plate. Ensure that the plate bar is centered with the flat faces of the cutters, then grab the two handles in one hand and squeeze to rotate the cutters until the plate is cut. -precaution: minimize notching or scratching of the implant during contouring. These factors may produce internal stresses which may become the focal point for eventual breakage of the implant. The breakage condition was consistent improper handling of the device and incorrect following of the surgical technique .a dimensional inspection was unable to be performed due to not being applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the ti matrixmand 7x23 ang recon pl rt 2.5 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to user, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.